Event description:
I purchased a vicks sinus inhaler (manufactured by kaz USA / helen of troy) from walgreens and used it for approximately one week, following medical advice to help with throat dryness during a cold. I used the device multiple times per day as directed. During this time, I developed a persistent cough, which worsened throughout the week. I had no cough at my doctor visit prior to using the inhaler. After stopping use, I followed up with a medical provider and was diagnosed with acute bronchitis. I then inspected the device and discovered that the black coating on the heating element easily wipes off with a q-tip, leaving behind dark, ink-like residue. I am concerned I may have inhaled degraded material from the device during steam inhalation. This raises serious safety concerns, given the device is designed for direct respiratory use. I reported this issue to the manufacturer (helen of troy), submitted photos, and requested the msds for the heating element. I am submitting this report because I believe this device may pose a hazard to other users, particularly if internal components degrade under normal operating conditions. Date number on plug; 32223.